Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited far wave oversensing that resulted in inappropriate automatic mode switch (ams). Programming changes were successfully implemented. The patient was stable and asymptomatic.